Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the drain valve j2 which resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a flow cell leak in the unicel dxc 600i synchron access clinical instrument. The customer observed the flowcell drain overfilling and leaking into the ionized selective electrode (ise) module. The customer determined source of leak originating from drain valve j2 which controls the waste from the flowcell. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.